Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens diopter -13.0/4.0/085 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2020. The lens was later exchanged on (B)(6) 2020 with a longer length lens due to low vault. Patient has a pre-existing condition of iris tremors. Problem was not resolved. Reference MFR# (2023826-2021-02084) for replacement lens claim. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the haptic deformed. Dimensional inspection found the lens to be within specifications. Claim#:(B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4): off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -13.0/+4.0/085 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.